Manufacturer narrative:
One cardiomems hospital system was received for evaluation. During visual inspection, it was observed that the antenna/wand cable was damaged/frayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was determined to be a frayed antenna/wand cable.

Event description:
It was reported that there were exposed wires on the telemetry cable of the hospital system. There were no adverse consequences reported.